Manufacturer narrative:
The customer representative examined the system, confirmed system message in the event log, and replaced the vacuum/pressure manifold. Preventive maintenance was performed; the latch seal, pneumatic connector, and cpu battery were replaced. The system was then tested and met all product specifications. The replaced vacuum/pressure manifold is returning for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing intermittent system message codes during a vitrectomy procedure. The patient's eye became soft. The case was completed using the same system following a 30 minute delay. Additional information has been requested.